Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attachment: "the impact of residual mitral regurgitation after mitraclip therapy in functional mitral regurgitation". Attachment: [article cn-030439.pdf].

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information was not provided. The reported patient effects of mitral regurgitation, heart failure, cardiac tamponade and tissue damage, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported positioning failure and reported patient mitral regurgitation, heart failure, cardiac tamponade, tissue damage could not be determined. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The patient deaths are filed under a separate MFR number. Attached article, titled ¿the impact of residual mitral regurgitation after mitraclip therapy in functional mitral regurgitation." (B)(4).

Event description:
This is filed to report serious injuries. It was reported through a research article identifying the mitraclip device that may be related to the following: patient deaths, mitral regurgitation, heart failure, cardiac tamponade, cardiopulmonary resuscitation, re-hospitalization, medical intervention, and surgical intervention. Device issues include, unable to grasp the leaflets. Details are listed in the attached article, titled ¿the impact of residual mitral regurgitation after mitraclip therapy in functional mitral regurgitation." Please see article for additional information.